Event description:
The customer reported the image on the display is blurry and cannot see the screen clearly. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.